Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, the device was not able to be interrogated. Changing rooms allowed interrogation but battery data was not available. Reprogramming was unsuccessful. The nurse elected to discuss the options with the physician and make a decision from there.